Manufacturer narrative:
A complete analysis and testing of multiple reservoirs showed that it was functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 120mg/dl. No troubleshooting occurred. No additional information is provided.